Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found that the system's repeater was unplugged causing error messages. The system's repeater was plugged in and communication was reestablished. System was tested to factory's specifications.